Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room. Based on good faith effort with the philips remote service engineer (rse), it was confirmed that the case was cancelled as the system was fully functional. The reported issue was on another system, however; that system was already out of service. The codes were updated based on the investigation outcome.